Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the adapter was received with a reload attached. There was a piece of the reload adapter stuck in the distal end of the adapter. Functionally, the blue unload switch could only be depressed partially. The adapter was connected to the gen2 adapter black box running gen2 acc software- the adapter had 35 of 50 procedures remaining. The reload could not be removed from the handle by pressing the reload unload button back toward the power handle then twisting and removing the reload from the adapter. The articulation mechanism was adjusted with a manual retract tool. The reload could now be removed without difficulty by pressing the reload unload button back toward the power handle then twisting and removing the reload from the adapter. Damaged was noted to the tip of the firing rod. The blue unload switch could now be fully depressed. The adapter was reconnected to the gen2 adapter black box running gen2 acc software. The main screen indicated the strain gauge was still functional and in the appropriate range. A reload could not be loaded or unloaded without issues. The body of the adapter was removed and the articulation mechanism was observed to be out of position. The adapter was connected to a representative handle running v29.5 software and the articulation mechanism calibrated correctly. A reload could then be loaded and unloaded without issues. The unit was able to be rotated and articulated in all directions without hangups or sluggishness. The unit was able to be fired without any issues. After firing, the unit was reconnected to the gen2 acc software and no new errors appeared. It was reported that the device disengaged. The reported issue could not be confirmed. The most likely cause could not be established from the information available. This issue may occur due to over flexure of the reload while attached to the instrument. The evaluation detected unreported conditions: articulation mechanism was not in home position and firing rod was damage. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial#:unknown), sigpshell, sig power sigpshell control shell (lot#:unknown), egia60amt, egia60amt egia 60 artic med thick sulu (lot#:p3f0411). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic rectal resection, when the device was articulated inside the abdominal cavity, the connection between the adapter and reload broke off.  No parts fall into the patient's abdominal cavity. To resolve the issue, another adapter and reload were used. There was no patient injury.